Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a depuy pinnacle hip on her left side. Pt has large amounts of cobalt-chromium metal ions and particles in her blood, tissue and bone surrounding the implant. Pt has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Pt will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised (B)(6) 2007 because of infection. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2111828, x5set1000, and x4yd11000. A search of the complaint database finds additional reported incidents against lot code 2162297 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 12/20/12 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised (B)(6) 2007 because of infection. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegations reported. Corrected part and lot numbers of head and liner. Added lawyer, law firm, revision surgeon and revision hospital. Doi: (B)(6) 2006 - dor: 07/06/2007 (left side).